Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level. Customer¿s current blood glucose level was 500 mg/dl at time of incident. Customer reported that they called their health care professional regarding the high blood glucose event. The customer's mother declined to troubleshooting high blood glucose level. The customer provide any symptoms regarding high blood glucose such as nausea, vomiting and abdominal pain. The customer was treated for the high blood glucose by changing entire set, gave a big amount of bolus and went to her doctor immediately. Customer's mother reported that the auto mode feature was not active at the time of reported event. The insulin pump was not returned for analysis.